Event description:
It was reported that during an unknown procedure the device snapped. No patient consequences reported. No additional information can be provided.

Manufacturer narrative:
(B)(4).date sent: 7/13/2026.d4 batch#: unknown.d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.additional information was requested and the following was obtained:did the patient experience any adverse consequences due to this issue? If yes, please specify and inform what was done to help the patient. Not that has been reported.did the active titanium blade break off? Yes.did the white tissue pad break off? No.is the white tissue pad completely missing from the clamp arm of the device? It is still attached, only active blade was affected.were any fragments generated and fell off inside the patient due this issue? If yes, they were completely removed from the patient without additional intervention? All fragments were recovered ¿ I will confirm with surgeon.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.